Event description:
The manufacturer received information alleging a patient experienced malfunction while using a trilogy evo device. The device settings during the event were reported to be a ventilator service required alarm. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer product investigation lab for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the service technician observed error code pressure sensor mismatch (e-384) in the device's error log. Pil performed the flow verification test step, and it failed. Pil observed contamination throughout the device. Pil removed the flow sensor from the device. Pil forward the device back to a third-party service center for any repairs and/or part(s) replacement for this issue. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The manufacturer received information alleging a patient experienced malfunction while using a trilogy evo device. The device settings during the event were reported to be a ventilator service required alarm. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer product investigation lab for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the service technician observed error code pressure sensor mismatch (e-384) in the device's error log. Pil performed the flow verification test step, and it failed. Pil observed contamination throughout the device. Pil removed the flow sensor from the device. Pil forward the device back to a third-party service center for any repairs and/or part(s) replacement for this issue. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. The bad date and date due date of the initial report was incorrectly reported. The bad date and date due date have been updated to reflect the correct dates.